Event description:
Upon weighing pt., scale bar fell apart, hitting pt. In face. Small amount of bleeding noted from botton lip. No sutures required. It was noted that the lock washers for this model scale were never installed by co. This includes 4 other scales of the same model purchased by facility.